Manufacturer narrative:
Siemens conducted a thorough investigation into the reported event and has concluded that no abnormalities were found in the table top or the table and corresponds to specification. Device availability: evaluation of the patient table was conducted at the customer site. (B)(6).

Event description:
Siemens was notified on (B)(6) 2016 that the patient had his finger jammed between the table top and the table during movement out from the gantry on (B)(6) 2016. Siemens has requested information regarding the patient's status from the customer however the request has been denied. This reported event occurred in (B)(6).